Manufacturer narrative:
We are re-submitting this report as per the following request by FDA: it appears that these supplement reports could be actual initial reports that may have been erroneously submitted as follow-ups in error due to checking both initial box and follow-up box in section g7 3001587388-2018-18253 - 1 lot #: f0061 resubmit as initial.

Event description:
The icp ventricular catheter showed e001 after being implanted.